Event description:
The customer reported the system intermittently would not display a live image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the left monitor power cord. The system operates as intended.